Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer intermittently experienced elevated blood glucose (bg) levels of 569 mg/dl. Cause of bg level was not known. Customer administered a manual injection and performed a supply change in attempt to address the issue and went to the urgent care and/or emergency room via ambulance. Reportedly, customer was hospitalized. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.